Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The investigation reviewed the customer cleaning, disinfection and sterilization process where a deviation from the instructions for use was confirmed: - continuous lack of detergent during cleaning. The event can be detected/prevented by the following instructions for use which state: enf-vt2 has a cleaning instruction manual, and reprocessing methods are described in the cleaning instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there were foreign objects in the bending section cover of the videoscope. There were no reports of patient involvement.